Manufacturer narrative:
The customer reported leaking and occlusion at the filter. The customer returned pictures of the samples, but no physical samples were received. The photos and notes within them were able to verify the complaint of flow issues and leakage. The root cause was unable to be found without an investigation of the physical samples. Device history record review for model mz9270 lot number 22119145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided. Material #: mz9270, batch #: 22119145. It was reported by customer that there are 7 that have needed to be removed due to leaking at the filter. One of them they could not even flush through the port with the filter. Verbatim: complaint received via email. Email(s) attached. Customer reported having an enormous amount of trouble with these tri-fuses. I have asked in the past to not use these ones and we had them changed out for a while, but somehow they have been put back in the unit. I would like for someone to reach out to i.c.u. Medical and ask for their ¿micro-clave tri-fuse with a filter¿. There are many reasons why we wanted these in the nicu. The first reason is they are a micro-clave which uses less fluid for priming and flushing. The second reason is they are better for infection control. The technology they have used to design the inner mechanisms for this clave decrease the ability for stasis of tpn and lipids or any IV solutions, to get caught and or stuck in the clave which can breed organisms. Please see the pictures below of the continuous problem with leakage in the ones we have. This is a break in our lines and this is an infection control issue that puts our infants at risk for clabsi. There seems to be a huge defect in the batch that we are using?? However, I would appreciate any help you can give me to remove these from the unit and acquire the tri-fuses with the micro clave from ICU medical. There are 7 that have needed to be removed due to leaking at the filter. One of them they couldnâ¿¿t even flush through the port with the filter. Here is the package: addt response (B)(6) 2023. Currently we have had two issues: 1. Filters are leaking and clogging. 2. Some of the tri-fuses an unable to flush with saline before we put them into use. Since I do not have the damaged ones in hand I don¿t know how many of each of these occurrences we have. I will try to monitor and identify them a little close in the future. Was there any damage observed on the filter that causing the leakage- no visible damage, just sticky liquid noted. Are you able to provide the batch number since the photo provided is unreadable- xxx has most of them and we are trying to hold on to all of the packages so we can send them in the package for lot # tracking. Are you able to provide the date of the event in the format of dd-mm-yyyy- too many. Was there any patient involvement- not sure, I will check to see if there was any subsequent new onset of infection noted in any of the infants. (I don¿t believe so) if yes, how was the patient outcome? Are there any clinical signs, health consequences or impact? Did the event involve an urgent/life threatening medical situation- no. Did the event cause permanent impairment of a body function- no. Did the event require medical or surgical intervention- no. Did the event cause permanent damage of a body structure- no. Is the sample still available for investigation- not sure if we still have the same lot #, the damaged ones will be returned to you.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse  extension set with needleless connector(s) leaked at the filter. The following information was provided by the initial reporter: customer reported having an enormous amount of trouble with these tri-fuses. I have asked in the past to not use these ones and we had them changed out for a while, but somehow they have been put back in the unit. I would like for someone to reach out to i.c.u. Medical and ask for their ¿micro-clave tri-fuse with a filter¿. There are many reasons why we wanted these in the nicu. The first reason is they are a micro-clave which uses less fluid for priming and flushing. The second reason is they are better for infection control. The technology they have used to design the inner mechanisms for this clave decrease the ability for stasis of tpn and lipids or any IV solutions, to get caught and or stuck in the clave which can breed organisms. Please see the pictures below of the continuous problem with leakage in the ones we have. This is a break in our lines and this is an infection control issue that puts our infants at risk for clabsi. There seems to be a huge defect in the batch that we are using?? However, I would appreciate any help you can give me to remove these from the unit and acquire the tri-fuses with the micro clave from ICU medical. There are 7 that have needed to be removed due to leaking at the filter.